Event description:
The instrument was used during a bowel procedure to evaluate and repair anastamosis leakage. Proximal to the anastamosis to resect old anastamosis. The tlc75 was fired to resect leaking staple line. It was fired proximal to the original staple line. Upon firing, the new staple line leaked bowel contents. Surgeon hand sewed anastamosis to complete the repair. There was no consequence to the patient. Rep to return instrument as well as tissue sample with staples when hospital completes their investigation.

Manufacturer narrative:
Tracking #.19787. D6: info not available, device not returned for analysis.